Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that the cause of expiration was pulseless electrical activity (pea). The relationship between the patient¿s outcome and lvad therapy use was reportedly unknown. The device was reported as operating as expected. An autopsy was performed, results were not provided.

Manufacturer narrative:
Patient¿s sex and weight were not provided. Date of death was not provided. The serial number was not provided, therefore the catalog number expiration date, device unique identifier (UDI), and device manufacture date are not available. Approximate age of device ¿ 14 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired. An autopsy was performed; the results were not provided. The pump was explanted (B)(6) 2017. Additional information was requested.